Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while inserting the stapler orally, it got detached before it was pulled through the esophagus. To complete the case, they had to retrieve the stapler after it detached, then they used another stapler and suture to make sure the device did not detach. There was no patient injury.